Event description:
Patient had a right hemi-thyroidectomy about a month ago. About three days post-op, she called the surgeon's office and complained of redness around the incision site. The next day after the call, she presented to the surgeon's office with swelling, erythema and pain to the site. She was sent to the ed where she had a CT scan that showed abscess. She underwent emergency surgery for incision and drainage. Purulent drainage had collected under the strap muscles. The physician stated that the most likely cause was contamination from instrumentation. We reviewed our processes here and all processes were within normal limits - temperature, humidity, full sterilization of equipment, terminal room clean. All prep was correct, no breaks in sterile field, sterile glue used to seal incision. Cultures grew (B)(6). Patient required prolonged intubation and critical care admission due to swelling.